Event description:
It was reported the pt's charger is unable to locate her ipg. The pt stated she has not used her scs system since (B)(6) 2012. The pt programmer displayed the "low ipg" warning and she is unable to turn the stimulation on. A new charger did not resolve the issue. An sjm rep met with the pt and confirmed the issue. Surgical intervention may be pending to replace the ipg.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.